Manufacturer narrative:
The vela pcba was received by carefusion and evaluated. The reported problem was duplicated. This is a known issue, addressed through an internal investigation.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the vela ventilator generated a "xdcr" (transducer) fault alarm as a result of a "xdcr" fault. The ventilator was in use on a patient when the issue occurred. The customer reported that the volume monitored and the volume delivered were affected. The patient was immediately placed on another ventilator and there was no patient harm.